Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Weight: (B)(6).

Event description:
(B)(6) clinical study: it was reported that the patient experienced chest pain and a small pericardial effusion. After an ablation procedure with an intellanav mifi open-irrigated and an intellamap orion high resolution mapping catheter, the patient seen in the emergency room (ER) on (B)(6) 2019 with complaints of chest pain. The patient was admitted for observation and only treated with pain medications; morphine 2 mg intravenously. The patient had an echocardiogram, which showed small pericardial effusion. Chest x-ray was negative. It was noted that patients chest pained worsened with cough and deep inhalation. The cause was unknown. The patient's outcome was not recovered/not resolved. The patient was discharged on (B)(6) 2019.